Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl, lymphadenopathy, and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; recurrent periprosthetic effusion on the right side; voluminous axillary adenopathies.

Event description:
Physician reported through regulatory agency "recurrent periprosthetic effusion on the right side" and CT scan showed voluminous axillary adenopathies. A capsulectomy was performed and "surgical biopsies of axillary adenopathies" confirmed alcl. Pathology has not been received; markers of cd30+ and alk- have been reported. Affected side is right. The device has been explanted.